Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an implant duration of 3 years, 8 months due to stenosis. The patient presented with shortness of breath, dizziness, fatigue and chest pain. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
The most likely cause is patient factors, including hld, ckd, and cad. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an approximate implant duration of 4 years due to unknown reasons. A 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.